Event description:
It was reported that (1) mcl20 was used during an "aaa" procedure. It was reported by the rep that the surgeon said the clip applier would only fire every other time surgeon fired the instrument. The surgeon continued to use the clip applier in this fashion to complete the case. There was no consequence to pt.